Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified left cephalic vein. After inserting a non-boston scientific (bsc) sheath, a 018-buddy guidewire was used to the lesion. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same balloon which was inflated to 14 atmospheres. There were no patient complications reported and the patient was in good condition after the procedure.